Manufacturer narrative:
D5; h2,3,4,6; g4: added additional info. D6: info not available. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: handle condition, good; scissors condition, good and shaft condition, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional tests, no conclusion could be reached as to what may have caused reported problem. Instrument was returned with split in sheath, but was otherwise in good physical condition. No conclusion could be reached as to how sheath had become split. Instrument was tested using force 2 generator and was able to coagulate at settings of 30 - 70 watts. Instrument was able to be powered at settings of cut 30 - 150 watts. Instrument also passed circuit continuity test. Experience customer reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic cholecystectomy the cautery connection did not work and there was no electrical current to the dcs12 scissors. Anotherr dcs12 was opened to complete the case. There was no consequence to the pt.